Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the procedure, detachment of the needle. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event: detachment of the needle were there patient consequences? If yes, please specify. Please provide lot number. When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Please provide the name of procedure. Event date: please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the devices are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2024. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece were received for analysis. Upon visual inspection of the returned sample, the swage and attachment area were noted as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, slight marks were observed on the body needle. The suture piece was examined, and the insertion end could not be observed. Body fluids were noted on the strand. In addition, six photos were provided, and they showed different gut products and one monocryl product. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.